Event description:
Customer reported the unit stopped working during use (completely stopped), and made a strange noise (like the rattling of small parts) upon being struck. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor seized and jammed. This was attributed to normal wear. The consumable parts were replaced. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.